Event description:
It was reported that during an a-fib ablation procedure, while the physician was placing the lasso in the left atrium to perform a map, they noticed a pericardial effusion. A st. Jude agilis sheath was also used during this case. The patient had tamponade and had to go to the operating room. The systems involved were carto 3, cool flow pump, and stockert was not used this happened before ablating. The customer will be returning 3 catheters that were used during the case. The serial given for the c3 was (B)(4). The lot number for ni75tcfh is 15159746.

Manufacturer narrative:
According to the lab manager, the physician was having difficulty maneuvering with the deflection mechanism of the lasso catheter, and as a result, perforation occurred. The patient was taken to the operating room and the damage was repaired. The patient was stable and recovering in the critical care unit of the facility. She is approximately (B)(6) of age. No further information about the patient or the procedure can be obtained from the facility. If the facility returns the complaint product, an analysis will be performed and a 3500a supplemental will be submitted. Concomitant products: catalog # fg540000, carto 3 system, serial # (B)(4). Catalog # cfp002, coolflow irrigation pump, serial # (B)(4). Catalog # ni75tcfhi, navi-star thermo-cool electrophysiology catheter, lot # unknown. Catalog # sndstr10, soundstar 10f-90 ge, lot # unknown. (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
The product was returned to bwi and an analysis was performed as required. (B)(4). The catheter passed visual test, electrical test, and deflection test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.